Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Isi received the distal suj; however, the investigation is in progress. A supplemental MDR will be submitted if any additional is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system was unable to move arm 4 after the errors occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted errors 23103 and 23105 on distal set-up joint (suj) on armnet4. The customer disabled arm 4 to continue. The customer planned to continue with 3 arms but would perform a hard power cycle and emergency power off (epo) after procedure. The procedure was completed with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and had no issues. The reported arm issue occurred towards the end of the procedure. The customer disabled the arm and continued working with remaining 3 arms to continue. The surgeon agreed with working with just three arms. There was no procedure delay, and the procedure was completed successfully. The customer performed a hard reset after procedure but it did not fix the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive distal set-up joint (suj) to perform failure analysis. Failure analysis evaluated the system and confirmed via log and replicated in house. Installed the unit on the patient side cart fixture test platform (pftp) and the unit failed to track the wrist encoder.

Event description:
Refer to h10/h11 for follow-up information.